Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Oguz s, tabakci ön, uysal e, bulut e, dinç h. Pipeline flex embolization device (ped flex) for the treatment of intracranial aneurysms: periprocedural outcomes and first-year angiographic results. Turkish journal of medical sciences. 2019;49(6):1640. Http://search .ebscohost.com/login.aspx?direct=true & db=edb & an=140821945 & site=eds-live. Accessed march 16, 2020. Medtronic received a report regarding a study to evaluate the efficacy of the pipeline flex device. The authors reviewed 49 patients with a mean age of 52 years, 63% female. The average aneurysm diameter was 8mm. The total aneurysm occlusion rate was 77.0%. The mortality rate was 4.3% five stents encountered a problem with stent advancement into the marksman microcatheter and were removed using the microcatheter. A twist in the stent occurred in one of these cases. There was a failure to resheath for two stents which were removed. In these cases, recatheterization was required due to displacement of the stent and microcatheter, and a second stent had to be used. The stent could not be deployed in two patients, and treatment using the p device was unsuccessful. Eight stents could not be deployed and discharged due to advancement, repositioning, and migration problems. Second instruments were used in 14 case to improve stent apposition with the balloon or to prevent early rupture with the coil. Adjunctive moderate coil packing was performed in nine cases. Balloon angioplasty was performed in five cases due to lack of stent apposition or insufficient opening of the distal/proximal part of the stent. In one of them, balloon angioplasty was performed to improve the flow of the covered cortical branches. Intraprocedural or periprocedural thromboembolic events occurred in four patients. All these presented with minor neurological deficits, and there were no clinical deficits at discharge. The morbidity rate was 0% and the mortality rate was 4.3% which was "ntoed" to have been due to complications of femoral artery access and subarachnoid hemorrhage.